Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a question mark appeared on the sucker pump. The device was not changed out, as the perfusionist was able to assign another pump to take it's place. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.